Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 550 mg/dl. The pump supplies were changed. A bolus and insulin injection were used to address bg. Cause of elevated bg was not known. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.